Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant additional information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an heart catheterization diagnostic procedure. Reportedly, the suture did not catch, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that approximately 1/2 inches of monofilament was exposed at the guide with the needle tip still attached to the rail end. The plunger, cuffs and link were not returned. The scope of this investigation was limited. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. The reported event was confirmed. Possible contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. There was no definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.